Event description:
It was reported that during a left atrial appendage closure (laac) procedure, a versacross connect kit was selected for use. The full dose heparin was administered before transseptal. After performing the transseptal puncture, the watchman sheath and versacross dilator were advanced in the pulmonary vein. It was noted that a clot began to form. The act was not provided when the clot formed. The physician removed the devices and aspirated the clot using the watchman sheath. The sheath was then flushed, and procedure proceeded as normal, and it was completed successfully. Thrombus was located on the watchman sheath in the upper pulmonary vein. The device is not expected to be returned for analysis. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.